Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the right atrial lead exhibited a kink. The lead was no longer used and replaced. No patient symptoms or additional information was reported.